Manufacturer narrative:
This MDR was a duplicate. Any further information will be provided with report number 6000034-2018-01149.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the patient developed an infection at the implant site. Subsequently the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2016.